Event description:
It is reported that while the ventilator was connected to a pt, a low pressure alarm was observed, no exhaled tidal volume was observed on the display and there was a burning smell.